Manufacturer narrative:
(B)(4). Concomitant medical products: cat #: 51-100080/tprlc 133 fp type1 pps so 8.0/lot #: 6800687. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded impactor broke off in the stem. There were no health consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An exact slotted stem inserter, part # 31-555610 from lot 549230, was returned and evaluated against the complaint. Visual inspection found the threaded tip to be fractured. Discoloration and scratching are present on the shaft. The strike plate is in decent condition with minimal scuffing on the surface. One of the nubs at the distal end of the inserter has become deformed and cracked. A review of the device history records identified no related deviations or anomalies during manufacturing. The device is used for treatment. The reported event is not related to a combination of products; therefore a compatibility review is not applicable. A review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.